Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 575 mg/dl. The customer treated with the insulin pump. The customer stated that the device alarmed no delivery. The customer did not have any symptoms. The customer performed a manual prime and saw insulin exit the tubing. The customer performed the high pressure test and it passed. The customer was advised to change the entire set, reservoir, and insulin and treat. Nothing was replaced or returned for analysis.